Event description:
It was reported that customer experienced past low blood glucose event with unknown cause, and lowest blood glucose level was 2.1 mmol/l. There was no additional information received regarding any further impact to the customer¿s blood glucose level. Customer consumed carbohydrates to treat low blood glucose, and technical support recommended that customer consult health care provider to discuss what might be affecting blood glucose, which customer acknowledged and understood.